Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off not power error. Customer's blood glucose level was unknown ta the time of incident. Customer stated that the insulin pump had motor error also. Customer stated that they were able to clear the alarm and were able to rewind the insulin pump. Customer stated that the insulin pump had passed the self test. Customer stated that the drive support cap appears to be normal. Customer stated that the insulin pump was not exposed to magnetic field. Customer did not report motor position encoder error. The insulin pump will not be returned for analysis.